Event description:
The customer reported that his blood glucose read high (>27.8 mmol/l [500 mg/dl]) and that the cannula was kinked. The pod was worn between 1 and 4 hours (exact time worn not provided).

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the kinked cannula or to determine if it could have contributed to the reported hyperglycemia. No lot qualification records were reviewed, as the product lot number was not provided.